Event description:
It was reported that over the past 4 days or so the patient felt like she had to keep setting the sensation higher to get the same effect and it ¿did not seem like the same intensity.¿ it was noted that when the patient turned stimulation to higher settings the patient could feel it down to her feet but at the time of report she was not able to feel it in her feet. It was noted that the stimulation was not targeting pain in the feet. It was noted that the patient was ¿worried that a wire had moved or something¿ because of the need to turn stimulation higher.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3550-39, lot# n373162, implanted: (B)(6) 2014, product type: accessory; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but they were working with their doctor or manufacturing representative. It was noted that the patient had an appointment on 2014 (B)(6).